Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was > 8.0 inr. The result from the laboratory within 7 hours was 4.7 inr. There was no report of bleeding or bruising with the high result. The patient's therapeutic range is not known. It was noted that the patient's coumadin dose was withheld but it is not known what this decision was based on or when this was done. There was no report of a serious injury or adverse event related to the device. The meter and test strips were requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.